Manufacturer narrative:
The manufacturer has received the device for investigation and is following-up with the involved healthcare facility. A follow up report will be submitted upon completion of device investigation and manufacturing records review, and/or receipt of new information.

Event description:
The manufacturer was notified of the early explant of a perceval plus valve. The following provides a summary of all information currently available to the manufacturer. On (B)(6) 2023, a perceval plus valve, pvf-m, was implanted in a patient. After about 3 years, the device was explanted on (B)(6) 2026 and replaced with an edwards bovine pericardial aortic valve. Post-explant evaluation by the surgeon revealed a structural deterioration in one leaflet while the other two appeared well functioning. The patient presented with severe aotic insufficiency complaints and low ef. The patient's clinical history included ef 30%, hypertension, and no diabetes.

Manufacturer narrative:
Updated sections b4, g3, g6, h2, h6. The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. The manufacturer has received the device for investigation, and a follow up report will be submitted upon completion of device investigation and/or receipt of any further relevant information from the site.